Manufacturer narrative:
Additional information was received indicating that this lead was left in possession of the explanting hospital. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right atrial (ra) lead was reportedly fractured and exhibited noise. This lead was explanted. No additional adverse patient effects were reported.